Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an error code; due to a defective button on the infusion device the error message could not be cleared. The patient experienced elevated blood glucose levels and obtained a result of 30 mmol/l on an unknown system. The patient went to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient with insulin injections. The patient was admitted to the hospital for 10 days and was discharged with a blood glucose result of 6 mmol/l. The alleged product is not expected to be returned for product evaluation.